Manufacturer narrative:
A. Nemes, p. Hausinger1 · v. Sasi1 · g. Volford2 · m. Bitay3 · g. Bogáts3 · a. Thury1 · a. Palkó4 · t. Forster e-herz: case study, 2014 herz 2014 · 39:770¿773 unruptured aneurysm of the left sinus of valsalva compressing the left main coronary artery.

Manufacturer narrative:
Event date - date of publication year valid only. The procedural still images provided in the case study literature shows the narrowing of the lcx. The images do not provide any conclusion to the root cause of the reported event (B)(4).

Event description:
A journal article was reviewed that contained information regarding this integrity bare metal stent. The patient was hospitalized and a coronary angiography revealed proximal sub occlusion of the left circumflex artery (lcx) by extrinsic compression of the lsva. The patient had one integrity rx bare metal stent (4x18mm) implanted in the lcx. Following successful lcx-pci, chest symptoms disappeared and coronary computed tomography (CT) angiography confirmed the presence of the lsva. 30 hrs post procedure suddenly developed cardiogenic shock with severe angina and std. Emergency surgery was performed under conventional cardiopulmonary bypass. Aneurysm left coronary ostium and the annulus of the bav was confirmed and caused compression of the lcx and lmca. A prosthetic valve (non mdt) was implanted to treat the aneurysm at the level of the suture line resulting in the exclusion of the lsva from the aortic root. Coronary flow was secured by saphenous vein (sv) bypass to the left anterior descending (lad) and lcx arteries. Their are no further clinical sequelae reported.